Manufacturer narrative:
(B)(4). Despite multiple requests, the complaint device was not returned to fisher & paykel healthcare for evaluation and no additional information was provided by the hospital. Therefore, our investigation is based on the information provided by the hospital, previous investigations of similar complaints and our knowledge of the product. Without the return of the complaint device we are unable to determine what may have caused the reported incident. If the complaint device had been returned it would have been visually inspected for any damage by a trained investigations engineer. Previous investigations of similar complaints revealed that the detachment of the tubing from the cannula is most likely due to pulling on the tubing. The opt544 interface is used to deliver humidified oxygen to patients. The opt544 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. The opt544 interface is shipped to the customer fully assembled with the nasal prongs firmly seated on the plastic manifold. The interface is 100% inspected by production line staff during assembly for visual defects such as cracks, tears, inclusions, discolouration and deformation. If any are found the interface is discarded. Our user instructions that accompany the opt544 illustrate the procedure for fitting the optiflow nasal cannula to a patient and state the following: "do not crush or stretch tube." "Before connecting to patient, check for adequate gas flow and ensure that the system has warmed up."

Event description:
A hospital in (B)(6), reported that the tubing on an opt544 adult optiflow cannula detached from the cannula. No patient consequence was reported. The hospital has reported this event to the FDA under reference (B)(4).

Event description:
A hospital in (B)(6), reported that the tubing on an opt544 adult optiflow cannula detached from the cannula. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are in the process of obtaining the complaint device for evaluation. Our investigation is currently in progress and we will provide a follow up report upon completion of our investigation.